Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2018-14403 [incision never healed, explant] was previously reported. Additional information regarding that event will be reported under this manufacturing number 3007566237-2018-02064 [infection, explant]. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the serial number was unknown. It was noted the cause was not known but the pump was to be sent back for analysis. The incision had not closed since the implant. The patient was given an antibiotic and the incision had closed. The patient was going good and they were thinking of implanting a new pump in the next month. The patient's weight was noted as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had their pain pump explanted due to and infection last week. It was noted there was a hole where the pump was implanted. It was noted the pump was going to be returned to the manufacture. It was noted the procedure was on (B)(6) 2018 at (B)(6). It was noted a manufacturer's representative was there when the pump was took out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.